Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p), experienced a syncopal episode and presented to the emergency department. The healthcare professional had difficulty interrogating the device with consult and it was discovered the crt-p triggered an alert indicating that the device entered safety mode unexpectedly. The patient was admitted to the hospital. It was noted the patient experienced peripheral nerve stimulation and asystole from device oversensing, after device entered safety mode. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement, as there is no reprogramming available in safety mode. Subsequently, the device was explanted the same day, and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the device is received for analysis, this report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Analysis identified device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p), experienced a syncopal episode and presented to the emergency department. The healthcare professional had difficulty interrogating the device with consult and it was discovered the crt-p triggered an alert indicating that the device entered safety mode unexpectedly. The patient was admitted to the hospital. It was noted the patient experienced peripheral nerve stimulation and asystole from device oversensing, after device entered safety mode. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement, as there is no reprogramming available in safety mode. Subsequently, the device was explanted the same day, and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the device is received for analysis, this report will be updated with pertinent information upon completion of product analysis.